Manufacturer narrative:
Device was not returned for eval, reserve samples are being investigated. No root cause had been identified currently.

Event description:
Tibial tray loosened. No cemented adhesion was reported during the replacement surgery.